Manufacturer narrative:
It was reported that during an intervention to a lesion in the left iliac artery, the stent could not be deployed. No anomalies were noted during product inspection prior to use. The vessel was neither tortuous nor calcified. The stent delivery system (sds) was advance towards the lesion and positioned without difficulty. The locking pin was removed and stent deployment was initiated; however, the stent could not be deployed. The sds was removed and upon inspection it was noted that the stent was partially deployed. The product was not returned for analysis. However, a device history record review was completed and results indicated that this lot of products met quality requirements for product acceptance. With the information provided, factors that contributed to the "inability to deploy" cannot be determined, however, due to the fact that the locking pin was removed, it is likely that user handling contributed to the partial deployment of the stent noted after withdrawal.

Event description:
Report received from the account indicated that during a percutaneous transluminal angioplasty, there was deployment difficulty and stent was unable to be deployed. Additionally, when the stent delivery system was removed, it was noted that the stent was partially outside the deployment sheath. This procedure terminated with the use of another stent system, and there was no report of pt injury.